Event description:
It was reported that the primary tubing set hub was cracked. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
Additional information added to: d4,h4. The customer's report that the primary tubing set hub was cracked was confirmed. Visual inspection observed that a piece of the set's male luer collar was missing and had cracks around. Although damage was observed, functional testing observed no leak or issue. A piece of the male luer p/n 1001-085-004 collar was missing and had cracks around. The collar's cavity number was observed as 14c. Further inspection observed no stress or tool markings at the break site. The rest of the set was inspected for kinks, holes/tears in the tubing, and damages to the components. No other issue was observed. Further testing of pushing fluid from a lab syringe through the non-bd needleless connector and set samples was done. No unexpected leak was observed. The set's tubing was then clamped to create backpressure while fluid was attempted to be pushed through. No leaks were observed. The device history record for model me2017 lot 19107052 shows the set was manufactured on 30oct2019 with a total of (B)(4) units. There were no quality notifications issued during the production build of this set. The root cause was identified as design of the male luer component.

Manufacturer narrative:
Concomitant medical products: non-bd needle-free connector attached to female luer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric. Although requested, patient demographics were not provided.

Event description:
It was reported that the primary tubing set hub was cracked. There were no adverse effects caused to any patients from the event.